Manufacturer narrative:
All event trace entries are consistent with normal ventilator operation. There are no event trace entries which indicate the ventilator had shutdown or reset. All operational periods ended properly with a three second on/standby button press as indicated by the vent 0 entries.

Event description:
It was reported that the ventilator shut down during transport while connected to a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. The patient was manually ventilated without incident for the remainder of the transport. No patient harm reported.